Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. There were scratches on the suction cylinder due to external factors. The paint on the suction cylinder was peeled off. The play of the angle knob was out of the normal state due to the extension of the angle wire. The objective lens, scope connector, and tip cover may have been scratched due to external factors. Shadows were visible in the image. There are scratches on the operation part, operation part cover, grip, right/left angle fixing knob, universal cord, scope connector side of the universal cord, scope connector cover, up/down/right/left knobs, bending section cover, and switch box due to external factors. The bending section cover adhesive was missing. The paint on the air / water supply cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the suction cylinder on the evis lucera elite gastrointestinal videoscope had foreign matter due to insufficient or incorrect reprocessing. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported foreign matter on the device. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to insufficient or inappropriate cleaning. The occurrence of the reported problem can be prevented by adhering the endoscope reprocessing section of the instructions for use (IFU). Olympus will continue to monitor field performance for this device.